Event description:
It was reported that the customer had a low reservoir anomaly on the insulin pump. The customer's blood glucose level was 215 mg/dl. The customer requests assistance with programming the insulin pump. The customer was advised that the low reservoir warning and it was set to 20.0 units. The patient is transferred to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.